Manufacturer narrative:
(B)(4). There is insufficient information available to determine the root cause of this event. Multiple follow-up attempts requesting additional information and the product for evaluation have been performed. If new information becomes available, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic mitral valve, implanted two (2) years and seven (7) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards bioprosthetic mitral valve. No other details available.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Based on the information received, the root cause is most likely patient's clinical history that contributed this event. This event was not a manufacturing related issue.

Event description:
It was learned that this (B)(6) year old female underwent redo mitral valve replacement due to mitral regurgitation secondary to bioprosthetic valve degeneration. Intraoperative, the bioprosthetic valve was examined and one leaflet was noted to be retracted which could no longer close while the rest of the leaflets were intact. The bioprosthetic valve was removed and replaced with a 25mm 7300tfx valve. The patient was weaned off from bypass and chest closed with no reported complication. She was taken to the ICU in stable condition and later discharged on postoperatively day five. This (B)(6) year old female has a history of (B)(6), IV drug user, endocarditis status post mitral valve replacement in 2014. She was hospitalized due to dyspnea on excretion. She had one recurrent episode of endocarditis which was managed expectantly. Mitral regurgitation became severe but because she became pregnant she was manage medically during this time. She is now postpartum and redo mitral valve replacement was performed.